Manufacturer narrative:
Date of even is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient has experienced burning pain at ipg site after an MRI. In turn, surgical intervention may occur later.

Manufacturer narrative:
Correction section b5: event statement inadvertently reported surgery to happen in the initial report submitted , yet surgery had in fact already taken place and b5 has been updated to reflect this issue being completed. Correction section h6: health impact code 4629 was inadvertently omitted in the initial report and has been added with this final report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.